Event description:
According to the reporter: during preparation for surgery, before the clamp of the tube was locked, it broke. The device was not used for the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).